Manufacturer narrative:
Investigation: inratio precision data provided by end-user: date: (B)(6) 2013; inratio: 1.9 and 3.8; mean: 2.85; sd: 1.34; %cv: 47.14. Inratio meter results failed the criteria for precision, generating a %cv greater than 20%. In-house therapeutic donor testing was performed on reported lot # 308058 on (B)(6) 2013. Results as follows: donor (B)(6); inratio: 1.9, 1.8, 2.0; ref: 1.84; bias threshold: 1.34 - 2.34; %cv: 5.26. Donor (B)(6); inratio: 1.7, 1.7, 1.5; ref: 1.66; bias threshold: (B)(6); %cv: 7.07. Retention product performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from repeat inratio testing revealed that test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(6) 2013, (B)(4) discrepant result complaints were reported for lot #308058, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action ((B)(4)); no further action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013; inratio inr: 1.9 and 3.8. The time between testing was minutes. Therapeutic range was not provided for pt. There was no reported adverse pt sequela. There was no additional info provided.